Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent has not dislodged from the balloon as reported by the physician. The stent is still crimped in between the two radiopaque markers, but severely deformed at its distal end. Several struts are pinched and bent outwards. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Since it was not possible to apply a reference protector cap over the deformed struts without bending them further, it can be excluded beyond reasonable doubt that the damage was already present on delivery of the instrument. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for. During removal of the protector sheath the stent dislodged outside patient.